Event description:
It was reported that the patient felt uncomfortable within the chest and it felt like it did prior to the device being implanted. It was also reported that the local hospital could not program the device and the physician thought there might be a problem with the device. It was further reported that there was no additional information from the patient and it is assumed no medical intervention took place at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.